Manufacturer narrative:
The customer¿s reported complaint of the pcu alarming ¿battery discharge¿ without warning was confirmed by reviewing the logs. However, replication of the incident was not possible when the pcu battery was successfully conditioned during the investigation. A log analysis confirmed customer¿s pcu alarmed for an lb3 (discharged battery) on 04 dec 2018 at 7:00:13 am while on dc power. Results of the incident inadvertently caused four of active infusions to pause on the system. The expected lb1 (low battery) and lb2 (very low battery) alarms were not produced prior to the lb3 alarm. During the investigation, a review of the battery log showed evidence of excessive charge/discharge cycles and rapid battery decay which may have been a result of not conditioning the battery (improper battery care) inadvertently attributing to a reduction of battery capacity. Note: batteries not adequately maintained - the dfu instructs the user to check the battery capacity at least every 12 months. If the user does not perform battery conditioning, the battery may have significantly diminished battery capacity and exhibit a drop in voltage that is earlier than expected. Battery runtime test results demonstrate that the system will produce all low battery alarm phases (lb1, lb2 and lb3) with a fully charged battery and when properly maintained (conditioned) in accordance to service bulletin 592a. It is suspected that the lack of proper battery care may have resulted in a reduction of battery capacity inadvertently exhibiting a drop in voltage earlier than expected. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
The customer reported that while running four pump modules at 100 ml/hr on battery, the pcu alarmed 'battery discharge' without warning or alarming prior to battery discharge alarm. When the pump was turned off and then back on while plugged in, the pcu reported a replace battery message. The event occurred during testing in the biomed lab. No patient involvement was reported.